Event description:
Complaint description: an office nurse reported that three pts contacted the physician with symptoms of gi bleeding and cramping the day after undergoing sigmoidoscopy procedures in the physician's office. One pt was hospitalized with lower abdominal pain, rectal bleeding, fever and increased white blood cell count. The pt's specimens cultured positive; culture results are unknown. Treatment with prophylactic antibiotics was prescribed; the fever and chills subsided within one day. All subsequent cultures were negative and the pt was discharged from the hosp. The attending physician and infectious disease consultant could not diagnose the condition. The next pt returned to the office several days later with complaints of gas, cramping and signs of local irritation; no treatment was required. The last pt was scheduled to return to the office for a follow- up examination. Details of the follow-up examination are unknown.